Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg was explanted and replaced due to pain at the ipg pocket. The explanted ipg was not returned for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation summary: the ipg was not returned to the manufacturer for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.